Event description:
It was reported that during a primary total hip procedure, the surgeon was implanting the cup and went back to adjust it. The cup was stuck on the inserter and could not be removed. A new cup and a different inserter were used to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. It was noted the drive gear had no drive teeth. This would not allow the cup to be removed from the instrument. The instrument is disassembled and sterilized prior to surgery. Worn or non-functional component are to be replaced. It is apparent that this did not occur with this instrument. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00610-1 and 00937).